Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2015). Device not returned.

Event description:
It was reported through the litigation process that the catheter was deployed successfully. At some time post catheter implant, it was alleged with fractured catheter with leakage of contrast into the chest wall. The catheter was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation, however, a medical record review was performed. The investigation is confirmed for the reported catheter fracture and fluid leakage issue. According to the medical record, through the left subclavian vein, a bard power port implantable port was successfully implanted with the distal tip of the catheter was at the junction of the superior vena cava in the right atrium. Approximately six years and nine months post port placement, fluoroscopic port check revealed left subclavian chest port with fractured catheter with leakage of contrast into the chest wall. Subsequently on the same day, the patient undergone catheter removal. Both the port and catheter was successfully removed from the patient body. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that the catheter was deployed successfully. At some time post catheter implant, it was alleged with fractured catheter with leakage of contrast into the chest wall. The catheter was removed. The current status of the patient is unknown.